Event description:
It was reported that the tubing of a clearlink system - non-dehp solution set had a leaking hole above the port closest to the patient. This was identified during patient infusion with normal saline. The nurse was preparing to hang keytruda. Normal saline was stopped and the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.